Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had a lcs total knee replacement. The tibial insert later spun and dislocated. Surgeon revised due to what he determined to be an inadequate balance between the flexion and extension gaps. The femoral component and tibial insert were removed and it was revised using the pfc sigma revision system. Doi: (B)(6) 2018; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.